Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the gray tubing of the previous repair (reported under MFR # 2916596-2017-01418) can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 27¿ of the external portion/distal end of the driveline was returned. A previous repair had been performed and is reported under MFR # 2916596-2017-01418. Tape had been previously applied, covering the previous repair. Removal of the tape revealed the reported damage to the distal end of the gray tubing. The silicon sleeve was removed and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned lead was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The gray tubing, the remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support. The heartmate ii lvas IFU addresses how to care for the driveline. However, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas patient handbook contains a section titled "caring for the driveline" and discusses damage due to wear and fatigue of the driveline. The patient instructions replaced hmii lvad percutaneous lead document provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends).

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (drive line) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced an odd string of low voltage advisories. On (B)(6) 2019, tech services arrived on site to preform a cosmetic drive line repair. Post repair the patient was tethered to using a grounded patient cable without an reported issue. No further information was reported.